Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer's nurse reported that the insulin pump alarmed battery out limit. Customer's blood glucose level was 496 mg/dl. The batteries were out of the insulin pump greater than duration allowed by the insulin pump. The reservoir did not fit in her insulin pump because it was too big. Five days ago the customer was released from the hospital due the same reservoir issue. Insulin was spilling between the insulin pump and the reservoir. The device was not returned.